Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod10s. During the procedure, while deploying a pod10 into the target vesssel using a lantern delivery microcatheter (lantern), the physician noticed that the coil did not fit the vessel and decided to remove it. However, while attempting to re-sheath the pod10 to save, the hospital technologist kinked the pod10 pusher assembly. The procedure was completed using the same lantern and a ruby coil. There was no report of an adverse effect to the patient.